Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter,the customer noticed that the seal of the trocar became dislodged from the obturator and fell into the abdominal cavity of the patient. This occurred when the powered stapler was placed down the trocar. In order to resolve the case, graspers were used to remove the seal from the abdominal cavity. There was no patient injury involved regarding the event.